Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned catheter blockage, leakage, bacteriuria, symptomatic urinary tract infection, pain and epididymitis when they were asked about complications while using the 3-way hydrogel coated prostatic catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent mentioned catheter blockage, leakage, bacteriuria, symptomatic urinary tract infection, pain and epididymitis when they were asked about complications while using the 3-way hydrogel coated prostatic catheter.